Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial component. Additional information has been requested and if received will be provided in a supplemental report. Other devices listed in this report: cat # unk lot # unk description: unknown femoral component. Cat # unk lot # unk description: unknown patella. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience. Device was not retained after surgery.

Event description:
It was reported that the subject was enrolled in the post market triathalon tsa study. Crf's received from the site indicated that stryker components were being revised with the triathalon ts system.

Manufacturer narrative:
A review of the provided medical records by a clinical consultant indicated: no data or operative reports regarding the primary total knee arthroplasty, no examination of the explanted components, no clinical or past medical history, and no clear indication for the revision surgery other than pain, which is not accurately described, are available. There is no description of the primary stryker components removed at revision available. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation. The event could not be confirmed. The exact cause of the event could not be determined because limited information was provided. The returned device, device information, and additional medical records are needed to further investigate the event.

Event description:
It was reported that the subject was enrolled in the (B)(6) study. Crf's received from the site indicated that stryker components were being revised with the triathalon ts system.